Manufacturer narrative:
A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported stent obstruction could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00125 for reported case of elevated iop in the right eye (od).

Event description:
The following additional information was received. Per report, the stent obstruction in the right eye (od) was observed during an examination approximately two (2) years postop, which was treated with yag laser. This report references the case of malpositioned stent in the right eye (od).

Manufacturer narrative:
Additional information: b7: race noted as japanese. Corrected data: d4- model#. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported a cataract surgery followed by a successful stent implantation, and believed retained viscoelastic caused the right eye (od) elevated intraocular pressure (iop). Postoperative stent visualization was described as the "iris root close to the stent" but not in contact with the stent. The report noted there is no problem or abnormality with the stent location, and "is corrected to normal". Per report, the cause of the "iris paraphimosis" was due to the angle of the anterior chamber (ac), and the characteristics of the patient's eyes. Reportedly, there was no adverse impact to the patient due to the reported iris issue or stent positioning. There was no intervention required, and the patient's most recent status reported as "good prognosis with "no problem" and the event ongoing/persistent. Any omitted information was not provided through follow-up.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event (issue with iris) appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00125 for reported case of elevated iop in the right eye (od).

Event description:
It was reported that following an uneventful right eye (od) implantation of stents from a trabecular microbypass stent system, the patient presented on postop day one (1) with elevated intraocular pressure (iop), requiring glaucoma therapy (intravenous glyceol and oral diamox). Following the treatment, the iop increase subsequently resolved on postop day two (2). Additionally, during a postop examination- approximately six (6) months postoperatively, the surgeon observed an abnormal positioning of the stent. The report noted that the stent was not touching the iris; however, the report also referenced an issue being found with the iris. The event is being monitored without treatment, and there was no report of patient injury. Additional information (clarification of issue with the iris) has been requested. This report references the case of malpositioned stent in the right eye (od).